Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user felt a resistance when injecting the medical agent into the catheter during use on a patient. Therefore, a new kit was used.

Event description:
It was reported that the user felt a resistance when injecting the medical agent into the catheter during use on a patient. Therefore, a new kit was used.

Manufacturer narrative:
(B)(4). Complaint voided: this complaint is voided, because it is a duplicate of MDR file# 3006425876-2018-00627 (tc#(B)(4)). Please make a note of it for your records.